Manufacturer narrative:
Reported event: an event regarding malposition, instability and dislocation involving an unknown femoral component was reported. The event of malposition was confirmed through clinician review of the provided medical records. Instability and dislocation were not confirmed. Method & results:  device evaluation and results: not performed as product was not returned. A review of the provided medical records and x-rays by a clinical consultant indicated: revision surgery was performed for reported "poly"wear. X-rays showed varus (with marked thinning of the medial compartment ) and posterior subluxation. The primary knee had significant posterior placement of the femur with notching. Severe wear at the 5 year point in the longevity of the x3 polyethylene is highly unusual. Pcl failure or other cause for knee instability cannot be ruled out as an etiology for revision. A more detailed history and clinicial information may provide better insight into the nature of the knee progression relative to instability. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event of malposition was confirmed through clinician review of the provided medical records. Instability and dislocation were not confirmed. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Plastslitage. Update: the reason for revision was ¿poly wear¿.